Event description:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection around the abutment site. Additional information has been requested but has not been made available as of the date of this report.